Manufacturer narrative:
A service engineer (se) replaced the touchscreen. The device was tested and restored to factory settings. All test and verification procedures necessary to certify the return of the device to working condition were carried out satisfactorily. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
A service engineer (se) evaluated the device, and reported that the touchscreen does not work correctly, even when it is calibrated. The se noted that the touchscreen glass needs to be replaced.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number -(B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that it was difficult to change the parameters with the touchscreen. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The removed touchscreen was returned to philips for failure analysis. The touchscreen flex circuit failed required resistance verification testing. The high out of specification resistance results are the reason for the touchscreen¿s difficulty changing parameters on the ventilator. Due to the high and out of spec flex circuit resistances, the touchscreen could not be calibrated, and the product investigation lab (pil) technician could not effectively change the parameters on the pil standard test bed. A faulty touchscreen was confirmed. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.